Event description:
Customer reported that he was at his doctor office due to high blood glucose. Customer stated that her blood glucose reading was over 500 mg/dl. Customer stated that he was treated with a manual injection. Customer stated that the insulin pump was not working correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.